Manufacturer narrative:
While most components were returned and evaluated, the bipolar electrode (011050-10) the component most likely to have caused the incident was discarded by the customer and not available for inspection. This limits the ability to confirm the root cause with certainty. However, based on the pattern of damage found on the returned parts, combined with a review of similar historical cases, the following conclusions were drawn: it is most likely that the cutting electrode sustained mechanical overload, causing it to break during use. The broken segment may have come into contact with the neutral electrode, creating a short circuit. This short circuit likely resulted in a sudden electrical discharge (spark or flash), which melted the electrode and damaged surrounding components. Such a failure mechanism aligns with similar complaints reviewed for this type of electrode in past investigations. No manufacturing defects were identified during the investigation. Users are advised to follow handling instructions and warnings provided in the IFU, and to inspect critical components especially electrodes for signs of wear, deformation, or damage prior to each use. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Concomitant medical products: uf902 two-pedal footswitch hf generators. 26053eb working element. 26053cb inner sheath f. Resect. Sheath, 15 fr. 26053sc resectoscope sheath, 15 fr. Uh801 bipolar high frequency cord, 400 cm. 26120aa hopkins telescope 0°, 2.9 mm, 30 cm. 011050-10 electrode, bipolar. 39301h plastic container, 513x238x63mm. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported during a surgical hysteroscopy to perform a polypectomy, the diathermy handle exploded while inside the uterine cavity, generating multiple metallic shards scattered throughout the uterine cavity and thermal burn at the bottom of the uterus. The hysteroscopy handle was immediately removed, and the referred damage visualized. To repair the visible damage caused, the choice was made between the two optional gynecologists who carried out the intervention, by performing uterine lesion of all sides of the cavity in order to remove any endometrial tissue that may contain the metal shards. Procedure was completed.